Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. After the closure device had been deployed a pericardial effusion was noted. The patient's blood pressure dropped. The physician performed a pericardiocentesis and drained 900cc of blood. Protamine was given to the patient. The drain was left in place and the patient was transferred to the intensive care unit. It was noted after the case that the patient had not ceased taking their eliquis. The patient was doing well. The patient was discharged 2 days post procedure. It was further reported that the closure device was successfully released and implanted in the laa of the patient.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. After the closure device had been deployed a pericardial effusion was noted. The patient's blood pressure dropped. The physician performed a pericardiocentesis and drained 900cc of blood. Protamine was given to the patient. The drain was left in place and the patient was transferred to the intensive care unit. It was noted after the case that the patient had not ceased taking their eliquis. The patient was doing well. The patient was discharged 2 days post procedure.